Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the system prompts termination of electric shock during clinical use. Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. No information regarding the evaluation and resolution of the case was obtained as the customer refused service. Based on the information available and the testing conducted, the cause of the reported problem was not found. The reported problem was not confirmed. No device logs or patient event files were provided to philips for review. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the system prompts termination of electric shock during clinical use. Additional details regarding the patient and procedure were requested however no information was provided. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.